Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was hospitalized following the clinic appointment due to the severity of discomfort he was experiencing. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient remains hospitalized in stable condition and is recovering from the events. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2023 during a pd treatment. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2023. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set cannot be disassociated from the serious adverse events. Given the fluid discovered externally on the liberty cycler set, the clinical allegation by the pdrn, and no manufacturer evaluation/investigation of the suspect device/product, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the serious adverse events. Should additional information become available, the file will be reassessed and the need for a revised clinical investigation will be evaluated.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was hospitalized following the clinic appointment due to the severity of discomfort he was experiencing. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient remains hospitalized in stable condition and is recovering from the events. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2023 during a pd treatment. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis on (B)(6) 2023. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >5000 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was hospitalized following the clinic appointment due to the severity of discomfort he was experiencing. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every three days, and ip ceftazidime 1500 mg daily for 15 days. The patient¿s peritoneal effluent culture result returned with ¿no growth,¿ however the patient¿s antibiotics were continued. The patient remains hospitalized in stable condition and is recovering from the events. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2023 during a pd treatment. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge.